Manufacturer narrative:
(B)(4). Concomitant medical product: intramedullary tibial resection cut guide left: catalog#42587000201, lot#64363339. Multiple MDR reports have been filed for this event, please see associated report: 0001822565-2022-00873. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left knee procedure, a drill pin cold welded to the resection guide. The drill pin later fractured when attempting to remove it from the guide after surgery. There was no surgical delay nor patient impact and the procedure was able to proceed without further incident. Attempts have been made and no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned product identified that a trocar pin has seized in a guide hole of the cut guide. The trocar pin was found to also be broken with no lot identification visible. Both items exhibits signs of repeated use and the cut guide had guide holes scratched and one slot had burrs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.